Manufacturer narrative:
Evaluation in progress but not concluded. This report is a companion to 1828100-2007-00426 that concerned the same reported behavior for a second device. For clarity, this second report is provided for the second device.

Event description:
Over a period including multiple uses for cardiopulmonary bypass procedures, the roller pump roller occlusion adjustment mechanism became stiffer. A replacement roller pump was employed. There was no adverse consequence to the pt as a result of this event.